Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low glucose readings around 66 mg/dl while using the ilet, with the user ingesting carbohydrates when glucose dropped below 100 mg/dl, which then triggered correction dosing by the ilet and contributed to additional low glucose events. Symptoms included hypoglycemia requiring oral glucose. Outcomes included user self-treatment and a training session scheduled for device use, diet intake review, and insulin brand review. Investigation included troubleshooting and education on target ranges, diet intake, and dosing behavior with plans for further review by clinical decision support. Investigation of this case revealed that the cause of hypoglycemia was unclear, with user behavior interacting with automated corrections as a potential contributor; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.